Event description:
Cranitome drill with acracat bit were used to drill holes into skull. Bit did not stop drilling when it went through bone as it is designed to do. Drill went through dura and cut underlying brain tissue. Patient is in stable condition.